Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2004, the plaintiff implanted with an ams monarc to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "bladder infections, painful sexual intercourse, and blood in her urine and sough medical care for her conditions." The plaintiff's attorney also alleged that the plaintiff that in (B)(6) 2012, plaintiff saw specialist "who determined that plaintiff's condition was caused by defendant's monarc device" and who "performed surgery" "to remove as much of the implanted monarc device as possible without further harming plaintiff." The plaintiff's attorney further alleged that the plaintiff "was injured and suffered damages."